Event description:
During the insertion of the angiographic catheter into the introducer sheath, the distal part of the catheter broke. (The catheter broke in two separate pieces.) It remained trapped in the intraocular valve and the physician was successful in removing it from the body without medical intervention. Pt status is reported to be ok.